Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage. The customer blood glucose was about 200 mg/dl. The customer states that when they click on act and b button the screen was black. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segment or partial display, problem isolated to lcd board. Unable to perform self-test, and displacement test due to missing segment.